Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for perforation of inferior vena cava, unintended movement and unconfirmed for the filter tilt. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced unintended movement, tilt and perforation. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old female patient weighed (B)(6) lbs.